Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h1: type of reportable event.

Event description:
It was reported that this device triggered a battery depletion alert. Technical services (ts) review of the device data confirmed that the device was depleting prematurely and the replacement window ends in september 2024. No adverse patient effects were reported. The device remains implanted. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a battery depletion alert. Technical services (ts) review of the device data confirmed that the device was depleting prematurely and the replacement window ends in september 2024. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device triggered a battery depletion alert. Technical services (ts) review of the device data confirmed that the device was depleting prematurely and the replacement window ends in (B)(6) 2024. No adverse patient effects were reported. The device remains implanted. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h1: type of reportable event. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device triggered a battery depletion alert. Technical services (ts) review of the device data confirmed that the device was depleting prematurely and the replacement window ends in (B)(6) 2024. No adverse patient effects were reported. The device remains implanted. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.